Event description:
My husband has been using a CPAP machine - respironics (formerly healthdyne technologies) tranquility quest nasal CPAP system model number 7300 for many years. He has been having terrible problems with a burning sensation in his nostrils and sinuses for quite some time now. It is so bad that sometimes he refuses to use the machine and mask. Sometimes he even has nose bleeds from this machine. Please tell us what we should do about this.